Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the difficulty communicating with the implant was unknown. The handheld device was fully charged but couldn't communicate with the device to connect to the implant. The hcp spoke with mdt to resolve the problem, patient is waiting to hear back on the next steps. Issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the difficulty communicating with the implant was unknown. The handheld device was fully charged but couldn't communicate with the device to connect to the implant. The hcp spoke with mdt to resolve the problem, patient is waiting to hear back on the next steps. Issue had not yet been resolved. The cause of the por was unknown, patient stated that the mdt agent they spoke with stated that the implant battery could have been dead. The patient stated they were not able to get an appointment scheduled with the hcp until the end of the year. They just want the device removed, as it never really worked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the caller asked how to activate MRI mode. The caller indicated that they were having difficulty connecting to the ins with the patient remote. During the call the caller attempted to connect and they got a message that said, "data lost internal device has lost all data contact clinician." The caller indicated that the patient had an MRI about one year ago and at that time they did not have this issue. The issue was not resolved through troubleshooting. The caller will direct the patient to follow-up with the managing doctor.